Manufacturer narrative:
The pump was received with a detached end cap. Unable to verify any alarms due to the detached end cap. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
It was reported that the customer's insulin pump had multiple aa33 alarms. The insulin pump will be repaired and returned. No further information was provided, no blood glucose values but they were said to be within a healthy range.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.